Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] technical issue of np4 (dose counter couldn't be rotated in both direction) [device issue] force needed to inject was feeling different from normal sometimes lower/easier and another times higher/more difficult [device delivery system issue] hyperglycemia [hyperglycaemia] using the syringe with mixtard 30 penfills [wrong technique in product usage process] needle is left attached to the pen in between injections [product storage error] patient used dialling clicks to estimate the dose of the product normally [wrong technique in product usage process] case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "technical issue of np4 (dose counter couldn't be rotated in both direction)(device component issue)" with an unspecified onset date, "force needed to inject was feeling different from normal sometimes lower/easier and another times higher/more difficult(device delivery system pressure issue)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "using the syringe with mixtard 30 penfills(inappropriate drug extraction with syringe)" with an unspecified onset date, "needle is left attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, "patient used dialling clicks to estimate the dose of the product normally(wrong technique in product usage process)" with an unspecified onset date, and concerned a 739 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (regimen 1: 50 iu, qd (20iu am + 30 iu pm); regimen 2: 75 iu, qd (25iu am +50 iu pm) (dose increased)) from 2011 and ongoing for "type 2 diabetes mellitus", patient's weight: 105 kg patients height: maybe 169 or 170 cm the patients body mass index was not reported. Dosage regimens: novopen 4: mixtard 30 hm penfill: ??-???-2011 to not reported, not reported to not reported (dosage regimen ongoing); current condition: type 2 diabetes mellitus (more than 10 years ago), hypertension, aortic blockage, guillain-barré syndrome diagnosis family history: aortic occlusion. Concomitant products included - concor(bisoprolol fumarate), conventin(gabapentin), plavix(clopidogrel bisulfate), asprin(acetylsalicylic acid), metacardia(trimetazidine hydrochloride), cymbatex(duloxetine hydrochloride), cerebromap(naftidrofuryl oxalate), vasocare (composition unspecified, non codable) since an unknown date patient had problem in novopen 4 (used with mixtard 30 penfills) as he used his first insulin dose from the pen normally when the penfill was new, but he did not have his second dose from the same penfill, as the pen did not work normally. Pen training was offered and during it, the mechanical part and the piston rod moved normally by adjusting the dose counter to 60 u and after pressing the dose button. By adding a new penfill , to make sure that the piston rod head touched the penfill rubber by adjusting the dose counter to 60 u and pressing the dose button without adding the needle , the counter stopped (there was a resistance) , then patients family member was asked to adjust the dose counter in opposite direction back to zero but she stated that the dose counter couldn't be rotated in both direction. She was asked to pull the dose button up then rotate the dose counter to 60u to obtain the pen batch number. The reporter said that on an unknown date her husband (the patient) suffered from hyperglycemia as his blood glucose (blood glucose) 600 mg/dl due to the technical issue of his np4, from 2 months ago and the patient completely recovered after being hospitalized for 2 days she also mentioned that the patient used normal syringe with mixtard 30 penfills to take his dose. On an unknown date the patient suffered again from hyperglycemia from 10 days ago (after she stored the penfill inside the pen outside the fridge) and the patient was recovered after using mixtard vial with the syringe, she referred the occurrence of that adverse event to the technical issue of her husbands np4 because after using mixtard vial with the syringe, his bgl was normal she said that she detached the two np4's parts and stored the cartridge holder with the used mixtard penfill inside the fridge because she had a strong believe that the insulin corrupted inside the pen, so she was informed there was no need to do it and was told the correct way to store np4 with the used mixtard penfill the reporter was informed that was so wrong to be done and was asked not to do that again and that mixtard 30 penfills could be used with np4 not the syringe and only mixtard 30 vials could be used with the syringe on an unknown date patients hba1c (glycosylated haemoglobin) 7 % (last month) , fasting blood sugar (fasting blood glucose) was 140 or 150 mg/dl (normal level)~, postprandial blood sugar (postprandial blood glucose) was 180 mg/dl, random blood sugar (blood glucose) was 110 ,200 and 300 mg/dl (performed day after day) the patient in general reuse the needles. The needle is left attached to the pen in between injections. The force needed to inject was feeling different from normal sometimes lower/easier and another times higher/more difficult) the insulin used is insulin suspension (cloudy insulin) so she re-suspend (rolled it between your hands) before use the patient used dialling clicks to estimate the dose of the product normally the patient hasn't recently changed your diet or exercise level the needle attached to the pen in a 180 degree angle (straight on) the insulin in use is preserved at room temperature 20-25 degrees celsius the patient hasn't recently changed from another novopen to the current novopen lack of efficacy wasn't suspected. Batch numbers: novopen 4: has been requested mixtard 30 hm penfill: pr70yv2, pr70yv2 action taken to novopen 4 was not reported. Action taken to mixtard 30 hm penfill was reported as dose increased. Event abated after use stopped or dose reduced for mixtard 30 doesn't apply event reappeared after reintroduction of mixtard 30 doesn't apply the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "technical issue of np4 (dose counter couldn't be rotated in both direction) (device component issue)" was not reported. The outcome for the event "force needed to inject was feeling different from normal sometimes lower/easier and another times higher/more difficult (device delivery system pressure issue)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "using the syringe with mixtard 30 penfills (inappropriate drug extraction with syringe)" was not reported. The outcome for the event "needle is left attached to the pen in between injections (device stored with needle attached)" was not reported. The outcome for the event "patient used dialling clicks to estimate the dose of the product normally (wrong technique in product usage process)" was not reported. Since last submission, the case has been updated with the following suspect product dosage regimen was updated action taken for mixtard penfill updated device addendum tab: annex a codes added events device stored with needle attached, device delivery system pressure issue and wrong technique in product usage process were added event assessment and product event details tab updated narrative updated accordingly event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b linked report reference ID#: (B)(4) reference notes: same patient case reference type: e2b linked report reference ID#: (B)(4) reference notes: same reporter reference type: e2b company number reference ID#: (B)(4) reference notes: company comment: hyperglycaemia is assessed as listed event according to the novo nordisk current ccds in mixtard 30 penfill. Elderly age of the patient, overweight and underlying medical condition such as type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Relevant information on precipitating factors for hyperglycaemia, investigations of faulty device and suspect product are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill.

Event description:
Case description: investigation result: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Mixtard 30 hm penfill: batch number: pr70yv2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Since last submission, the case has been updated with the following: malfunction changed to "no". Final report ticked and fu date removed in EU/ca tab. Imdrf codes added in device addendum. Is non-reportable changed to "no". Investigational results updated. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer comment: 27-jun-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient, overweight and underlying medical condition such as type 2 diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill. H3 continued: evaluation summary: suspect: novopen 4, batch: unknown no investigation was possible, because neither sample nor batch number was available.